Manufacturer narrative:
In the initial medwatch, the first line of the h11 additional narrative should have been: "the electrode lot number and the expiration date were not provided.". Instead of: "the reagent lot number and the expiration date were not provided.". On 07-mar-2025, the field service engineer (fse) inspected the module and noted high ion-selective electrode results. He then verified the probe's functions, cleaned the probe through the diaphragm, and performed successful primes and reproducibility tests. The investigation determined the event was consistent with an off-label use (use of expired electrodes. Product labeling states: "na, k, cl, and ref electrode on-board stability. Na electrode: 2 months, 9000 tests, or until the expiration date, whichever is earlier. K electrode: 2 months, 9000 tests, or until the expiration date, whichever is earlier. Cl electrode: 2 months, 9000 tests, or until the expiration date, whichever is earlier.". "Every 6 months maintenance of the ise module. Replacing the reference electrode of the ise module - after installing the new reference electrode, prime the tubings, check the connection, perform an ise check and calibrate the ise units. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot number and the expiration date were not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode, k electrode, and cl electrode results from multiple patient samples tested on the cobas 8000 cobas ise module. The following examples of discrepant results were provided: (B)(6) 2024: sample 1: the initial na result from the module was 149 mmol/l. The repeat result from another module was 135 mmol/l. The initial k result from the module was 4.5 mmol/l. The repeat result from another module was 4.0 mmol/l. The initial cl result from the module was 92 mmol/l. The repeat result from another module was 103 mmol/l. The field service engineer (fse) inspected the module and placed a reference channel, cleaned the nozzle and electrode section with an acrylic block, replaced all the o-rings, cleaned the ion-selective electrode degasser, disassembled and cleaned the syringe and replaced the sipper seal and internal standard solution. He performed reproducibility rests, calibration, and qc with successful results. The issue was not resolved. (B)(6) 2024: sample 2: the initial result from the module was 150 mmol/l. The repeat result from another module was 139 mmol/l. The initial cl result from the module was 95 mmol/l. The repeat result from another module was 105 mmol/l. (B)(6) 2025: the field service engineer (fse) inspected the module and replaced the sipper tube, solenoid valve, degasser, and sipper syringe. He performed operational checks, calibrations, and qcs with successful results. The issue was not resolved. (B)(6) 2025: the reporter obtained low qc and patient sample results were 4 to 5 mmol/l lower. The field service engineer (fse) inspected the module and cleaned the contaminated vacuum channel, adjusted the dispensing position of the sample probe, checked the nozzles, and performed green rack cleaning. He performed qc and patient sample runs with successful results. The issue was not resolved. (B)(6) 2024: sample 3: the initial result from the module was 150 mmol/l. The repeat result from another module was 144 mmol/l. The initial results were not reported outside of the laboratory. The repeat results were deemed correct.